Event description:
As reported by a field clinical specialist, a patient underwent a transfemoral tavr procedure with a 26mm sapien 3 ultra valve in the aortic position. During the procedure, the initial valve was advanced into the esheath and the physician met resistance. The added pressure resulted in the valve to tear through the esheath seam. The entire system had to be removed. Removal of the system created a dissection in the common femoral of the right groin. A cut down was necessary to repair. Surgery was successfully completed using a new kit. Patient is stable and doing well. As per follow-up with the fcs, there were difficulties advancing at which point the team stopped, panned down but did not see bent struts. The physician continued to advance and again experienced more than usual restriction, so the team panned down to the groin and recognized the bent struts at this point. The fcs prepped a new sheath so the team could do a quick exchange. The physician did not mention having any complications while withdrawing. The sheath and delivery system came out at once. Once the valve was out of the body, the team recognized the sheath damage.

Manufacturer narrative:
Investigation is ongoing. Device not returned.

Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings. Sections b4, d9, g3, g6, h2, h3, h6: type of investigation, investigation findings, investigation conclusions and h10 has been updated. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this event is not required at this time. The complaint for "frame damage" was confirmed based on returned device. A review of the DHR and lot history did not provide any indication that a manufacturing non-conformance contributed to the complaint event. A review of IFU/training materials revealed no deficiencies. The returned device was visually inspected for any abnormalities and the following was observed: two struts bent outwardly at the inflow side. Valve frame distorted, and multiple struts exposed through skirt, it was likely due to the device excessive manipulation. No functional or dimensional testing were able to be performed due to device return conditions. Imagery was provided by the site and revealed the following: patient-s access vessel had presence of calcification, two struts appeared bent outwardly at the inflow, and within the sheath, and the crimped valve was exposed through the sheath liner. As reported, "during the procedure, the initial valve was advanced into the esheath and the physician met resistance. The added pressure resulted in the valve to tear through the esheath seam. The entire system had to be removed. Removal of the system created a dissection in the common femoral of the right groin. A cut down was necessary to repair." Per training manual, "push force can vary due to angle of insertion, thv size, vessel diameter, tortuosity and degree of calcification", "if push force is high, consider slightly pulling back the sheath 1-2 cm while advancing the thv/delivery system", and "do not over-manipulate the sheath at any time." In this case, steep insertion angle was noted. Per imaging evaluation, the patient-s access vessel had presence of tortuosity. The presence of tortuosity and steep insertion angle can create challenging pathway during delivery system advancement, leading to high resistance and push force. So, if excessive force is applied to overcome the high resistance during the delivery system advancement, it can lead to the valve struts interacting with the sheath shaft and result in the bent struts at the inflow. As such, available information suggests that patient factors (tortuosity) and/or procedural factors (excessive device manipulation, high push force, insertion angle) may have contributed to the complaint event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review.